Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received external ram crc error as well as unexpected restart and a cold reset was performed. The customer¿s blood glucose level was 203 mg/dl. Troubleshooting was performed for unexpected restart, a cold reset was performed and it was noticed that the insulin pump received another pump alarm after a battery change. Troubleshooting was continuing for external ram crc error. The customer assisted with performing a self test and the test passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Pump passed the operating currents, self test and displacement test. No alarm and no blank display anomaly noted during test.